Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 174 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned.